Event description:
It was reported that during an aneurysm embolization case, the operator used a microcatheter to place the first coil. When placing the second coil, the operator reported that the delivery force was missing and confirmed that the coil was stretched. The operator withdrew the microcatheter and second coil and the first coil was unexpectedly removed, as it was tangled with the second coil. The operator replaced the microcatheter with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date ¿ added due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the main coil was found to be detached. As per the event description, the coil was detached but then tangled with other coil and pulled out. The coil delivery wire was found to be kinked/bent. The main coil was found to be stretched and kinked/bent. Functional inspection of the following reported defects was not performed: main coil migration functional test and device interaction with another device as it was not applicable and main coil tangled, as the defect was not confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil migration and device interaction with another device could not be replicated during the analysis; however, the analysis results are consistent with the reported event. The reported main coil tangled was not confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patient¿s anatomy was described as 'moderately torturous'. During analysis, the main coil was found to be stretched and kinked/bent. It was stated in the event description that the coil was detached and implanted but then tangled to the other coil and pulled out. The coil returned in deployment state (confirmed it was electrical deployment). Based on this information the reported coil migration was confirmed during the analysis. The coil delivery wire was found to be kinked/bent. An assignable cause of procedural factors will be assigned to the reported and analysed defects 'main coil migration¿, ¿device interaction with another device' and to the analysed defects ¿main coil kinked/bent¿, ¿main coil stretched¿ and ¿coil delivery wire kinked/bent¿ as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. It is probable that the moderately tortuous anatomy may have caused damages to the device and the reported event during use. An assignable cause of not confirmed will be assigned to the reported defect 'main coil tangled' as the defect was not confirmed during the analysis.

Event description:
It was reported that during an aneurysm embolization case, the operator used a microcatheter to place the first coil. When placing the second coil, the operator reported that the delivery force was missing and confirmed that the coil was stretched. The operator withdrew the microcatheter and second coil and the first coil was unexpectedly removed, as it was tangled with the second coil. The operator replaced the microcatheter with a new device and continued the procedure without clinical consequences to the patient.